Event description:
It was reported by the customer that the handpiece was leaking saline during a procedure. There was no adverse consequence reported as a result of this malfunction.

Manufacturer narrative:
The product has been received; however, the evaluation has not yet begun.